Manufacturer narrative:
The reported issue of dim segments was confirmed on 39 of 40 returned display boards. Visual inspection of the boards was performed, and no damage, corrosion, or cold solder was observed. Logs were not provided or deemed necessary for this investigation. The returned display boards were tested using a test fixture attached to a cad pcu and by running a basic infusion at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. The exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Review of the sn (B)(6) service history record showed the device had a manufacture date of 22-feb-2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 18-nov-2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only an lvp display board assembly was provided for investigation.

Event description:
It was reported that (44) lvp devices had dim display segments at unspecified locations. Although requested there was no additional information provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (44) lvp devices had dim display segments at unspecified locations. Although requested there was no additional information provided.